Event description:
I heard from a surgeon that mentioned this incident. They don't have all the details on who / what / date, but, the approximate time was 2018. The incident was as follows: thoracic surgeon performing a vats lobectomy accidentally tore a pulmonary artery with the covidien endo catch bag. The pt bled out and unfortunately died. FDA safety report ID# (B)(4).